Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 2.75x16 mm taxus express2 drug eluting stent shaft fractured on the mid portion of the catheter. Completed with another taxus express2 stent. No patient complications were reported. The device did not come in contact with the patient.

Manufacturer narrative:
H6 - as of the date of this report, the device has not been returned for analysis.